Event description:
The product was returned as an implant failure after 10 months because of patient heavy chewing on healing and after crown - bruxism. Based on the report, the patient had moderate oral hygiene and moderate bone condition. A traditional 2 stage surgery was done. The fixture was placed in tooth location #18. No bone augmentation material was used. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The patient outcome was reported as other - implant replaced with superline.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Additionally, the patient had a medical history of bruxism (grinding of the teeth). The act of bruxing can result in excessive forces being directed to the bone-implant interface. This type of biomechanical overload has been correlated with tooth implant failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.